Event description:
It was reported that, during a robotic laparoscopic colorectal surgery while detaching adipose tissue around the rectum, there was an instrument error on the bipolar maryland forceps reading "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume." It was impossible to operate while the tissue was clamped due to the error. The instrument would not move. The jaw mechanical release of the sterile interface module (sim) had to be used. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: serial #, unique identifier (UDI) #, h3, h4 and h6: annex a, annex b and annex c have been updated. Device evaluation: medtronic led an evaluation of the associated device data for the reported bipolar maryland forceps (bmf). Evaluation of the device data indicates an instance of a difference in commanded and actual jaw angles error which might indicate a cable break. However, the system cannot detect the physical state of the instrument. The error reports the following message: "danger: arm [arm#] instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume." And disables the motors of the idu, requiring the instrument to be removed and detached following the disabled instrument workflow. The instrument would not be able to open or close its jaws due to the instrument drive unit (idu) motors being disabled as well. The logs are unable to determine whether the instrument was clamped onto tissue during the time of the error. Evaluation of the device data for the reported bipolar maryland forceps noted no abnormalities associated with the reported conditions of instruments locked into patient and error message. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Evaluation of the device data for the reported bipolar maryland forceps confirmed the reported condition of no instrument removal, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic colorectal surgery while detaching adipose tissue around the rectum, there was an instrument error reading "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume." On the bipolar maryland forceps and it was impossible to operate while the tissue was clamped due to the error. The instrument would not move and fine adjustment of the opening and closing of the bipolar maryland forceps (bmf) was not possible, as it would only fully open or close.. The jaw mechanical release of the sterile interface module (sim) had to be used. There was no patient injury.